Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated thrice at 12, 12 and 10 accordingly. However, at third inflation, it was noted that the balloon ruptured at 10atm. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.